Event description:
Additional information was received that the device was explanted and replaced approximately one week later. No additional adverse patient effects were reported. A request has been submitted for the return of the product.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a long charge time of 21.5 seconds. Subsequently, the patient experienced an episode of ventricular tachycardia (vt) resulting in syncope due to delayed therapy from the long charge time. A health care professional (hcp) inquired about charge times and elective replacement indicator (eri). Boston scientific technical services (ts) discussed that the charge time remains within the extended charge time limit and dicussed eri. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.